Event description:
Consumer stated that while she was attempting to power on the electric toothbrush it could not start, she tried with both hands. This time, however, there was an explosion of the handle shattering into small pieces, which caused her to receive lacerations on her thumb and fingers, burns and abrasion to her forearm and ringing to her ear. Consumer went to the urgent care at (B)(6), where she was treated and sent home. Consumer stated that this was the first incident. Consumer stated that she started using the toothbrush 10 months ago although she had purchased it approximately 6 years ago. On (B)(6) 2012, consumer contacted the manufacturer and was advised that they would need the receipt. Consumer is concerned that this electric toothbrush is a safety hazard and should be investigated. (B)(4). Retailer: (B)(6). Purchase date: (B)(6) 2005 (this date is an estimate).